Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons did not feel the same and did not seem to be responding normally when pressed. The patient reportedly wore the pump on the outside of clothing and did not clean the pump. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): evaluation revealed that the keypad rubber was intact. Evaluation revealed that the contrast and ok keypad buttons were intermittently unresponsive and required several hard presses to elicit a response; all other keypad buttons were responsive and had normal spring back or click. There was evidence of keypad contamination found under the keypad buttons. There were no hypersensitive or inverted contacts observed. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.